Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected data: the reported condition of a colleague infusion pump with failure code 810:04 was not confirmed or reproduced because the pump was not sent in for evaluation. The customer advised that this device will not be sent to the baxter for repair due to the recall of all colleague devices from the hospital to baxter's inventory. Therefore, no assignable cause could be provided for this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.